Event description:
It was reported that there were malfunctions noted on the right atrial and right ventricular leads. Both leads were explanted. No patient status was reported.

Manufacturer narrative:
The lead was returned due to ¿lead malfunction.¿ as received, the connector portion of the partial lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to the device. Electrical testing did not find any indication of conductor fractures or internal shorts.